Event description:
The pt has 2 leads (from the same lot) implanted as part of her scs trial system. It was reported the pt's son stated the patient physically removed her trial scs leads at some point during the night on (B)(6) 2014. The pt's son also reported the pt has severe dementia and was confused as to why she was receiving the procedure and could not remember the location of her pain. Subsequently, the pt met with the physician and it was determined the pt had broken her leads in half at the suture site, but were easily retrievable. No further info is known at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.